Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/25/2021. H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, the valve was observed to have moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to the eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: peripheral venous catheter entrance on the top does not hold tightly. The rubber membrane is broken so that blood is forced through and stands lika a fountain. The cylinder in the catheter is pressed against the infusion of the pressure from the blood. This incident happened several times with the same lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: peripheral venous catheter entrance on the top does not hold tightly. The rubber membrane is broken so that blood is forced through and stands lika a fountain. The cylinder in the catheter is pressed against the infusion of the pressure from the blood. This incident happened several times with the same lot.